Event description:
Information was received indicating that a smiths medical cadd legacy plus pump beeped and exhibited "occlusion". The reporter also indicated that the cassette was empty, but the pump was showing that 15.6ml on the display. In addition, the reporter indicated, per patient, everything was infused and there was still 5 hours of infusion left and he felt quite nauseous. There were no further adverse effects reported.